Event description:
A report was received that the patient was having difficulty charging the ipg after a non-device related surgery wherein electrocautery was used. The patient underwent an ipg replacement and was reportedly doing well postoperatively. The physician suspected device malfunction. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.